Manufacturer narrative:
The console has not been received for evaluation. The console will be evaluated when it is received and a follow up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the console. The report states that the console gave the error message "internal timing error" prompting them to restart the console. The user power cycled several times with the same message each time. There were no reported patient complications.

Manufacturer narrative:
The console was evaluated and the reported complaint condition could not be duplicated. The system software was flashed and the circ pump was replaced. The console thereafter passed all operational verification tests.